Event description:
A discordant result for cardiac troponin I (ctni) was obtained on a dimension rxl max w/hm instrument on one patient. The result was reported to the physician. The same patient sample was repeated on the same instrument and the corrected result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse determined that the cause of the discordant ctni result was unknown. The fse performed a preventive maintenance, cleaned and aligned the heterogeneous immunoassay module incubation wheel and verified that the mixer was functioning properly. The instrument is performing within specifications. Further evaluation of the device is not required.